Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may have had a motor error alarm. Customer reported that the insulin pump may have not been delivering insulin as his blood glucose level continued to rise after bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was around 260 mg/dl. Blood glucose level at the time of the call was 306 mg/dl. During troubleshooting, the customer stated that the drive support cap did not appear normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.